Event description:
A 61-year-old black female required permanent central venous access for treatment of metastatic pancreatic carcinoma. A double lumen left subclavian catheter was placed under local anesthesia without difficulty on 1/23/95. Upon completion of the procedure, the catheter was flushed and saline poured out of an external catheter defect near the junction of the two lumens. The catheter was removed to be replaced with a new one. On 1/31/95 she was receiving continuing infusion 5-fu and she developed a tender swelling in the left subclavian area. Chest x-ray showed good positioning of the catheter. Angiographic study of the catheter 2/1/95 showed subcutaneous extravasation of contrast from a defect in one lumen. The catheter was removed to be replaced with a right sided catheter 2/6/95.